Event description:
Information was received that incident occurred during routine trach care, which includes cleaning of the tracheostomy site. A tracheostomy tube change out occurred immediately.

Event description:
Information was received indicating that the left eyelet to a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube was observed to break during routing trach site care. It was reported that the reported to be "sticky and gummy following 5 sterilization cycles. The tube was reported to be used a total of six times and sterilized five times for the past year. Subsequently, the trach tube was immediately changed out with no further adverse effects.